Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the 4k oscar needed to be rebooted and a cable needed to be replaced. To resolve the issue the technician rebooted the 4k oscar and replaced the cable, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the endoscope connected to their hexavue custom room rack was unable to capture images when the 4k trigger function was activated. No report of procedure involvement. No report of injury.